Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the person with diabetes experienced hyperglycemia with blood glucose peaking at approximately 313 mg/dl and later decreasing to 237 mg/dl while using the ilet system, with 47 units remaining in the cartridge, no observed leakage, and a suspected bent infusion set; the user administered subcutaneous insulin via pen and planned to replace the infusion set. Symptoms included elevated blood glucose. Outcomes included self-management at home without emergency care or hospitalization. Investigation included technical support troubleshooting and user education, with recommendation to replace the infusion set and contact the healthcare provider for treatment guidance. Investigation of this case revealed no device alarms and no confirmed device malfunction, with a possible infusion set issue. It was concluded that the event involved hyperglycemia with an unclear cause and that user-led corrective actions were implemented.